Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of foot infections.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient had an infection on their foot that started on (B)(6) 2017. The patient indicated that the on-going infection was possibly due to high blood sugar that was not being properly captured by the dexcom cgm. On (B)(6) 2017, the patient was at the hospital and saw their certified diabetes educator (cde) for the infection. The patient was in the hospital for 15 days and was given antibiotics at the hospital and at home. At the time of contact, the patient's infection on their foot had not gone away. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.